Manufacturer narrative:
Device evaluated by MFR: promus element ous, mr 3.5x24mm, stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break 284mm from the edge of the strain relief, there were also several hypotube kinks noted along the full catheter length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found distal stent damage. The proximal stent od (outer diameter) was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion with ejection fraction of <34% was located in a heavy calcified right coronary artery. After crossing the lesion with a wire, a 1.5mm balloon catheter was advanced for dilatation. The device was removed and a buddy wire was placed. A 2.5mm balloon catheter was then advanced for further dilatation, however the device failed cross the lesion. The device was removed and an attempt in inserting a 3.50x24mm promus element ¿ drug eluting stent was done however, the shaft broke. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion with ejection fraction of <34% was located in a heavy calcified right coronary artery. After crossing the lesion with a wire, a 1.5mm balloon catheter was advanced for dilatation. The device was removed and a buddy wire was placed. A 2.5mm balloon catheter was then advanced for further dilatation, however the device failed cross the lesion. The device was removed and an attempt in inserting a 3.50x24mm promus element drug eluting stent was done however, the shaft broke. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.